Manufacturer narrative:
The investigation into the thrombocytopenia and the infection/sepsis issues has been completed since the original report was submitted. The device was not returned for investigation. The cause of the thrombocytopenia was not determined due to insufficient clinical details. Because evidence related to infection/sepsis has not been provided, the root cause cannot be determined. D6a, d6b.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: "the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿

Event description:
The complainant from the study reported that during impella cp support for male patient, the patient experienced heparin induced thrombocytopenia that was moderate in severity. The event was determined to not be related to the impella but probably related to the impella procedure. Heparin was stopped and argatroban was initiated. Additionally, the patient was noted to have an infection at the impella access site. The event was determined to be definitely related to the impella procedure but not related to the impella device. The patient received targeted antibiotic therapy and vacuum assisted closure therapy.